Manufacturer narrative:
Product analysis no damage was evident to the applier. A fractured endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.84v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx08 ready again, 0cx07 drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing and back light on. The forward button was pressed and the motor advanced, the backlight then began flashing. The fractured endoanchor could not be removed from the applier housing, it was not possible to load an in-house endoanchor. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx applier was used during an evar procedure. It was reported that during the procedure 2 endoanchors were successfully implanted. The first two anchors were released without issue. However when attempting to load the 3rd endoanchor, after the first step of release, a noise was heard when the endoanchor was deployed. After that, the endoanchors could not be recaptured in their case after the noise. The initial step of the third anchor release was unremarkable until the noise occurred. Imaging was performed following the occurrence, with no evidence of endoleak. The surgery was concluded successfully. Per the physician the cause of the event is undetermined. It was confirmed that the endoanchors were used prophylactically to treat a hostile neck during the index procedure. The third endoanchor was successfully deployed after the noise was heard and the anchor penetrated the arterial wall. Following this event, it was reported that the applier was no longer able to load additional endoanchors. No error lights were displayed. It was noted that the device was inspected prior to use and no issues were identified and that the IFU was followed during preparation and the procedure.